Event description:
Same case as MFR's #: 6000093-2006-02660. It was reported that prior to a diagnostic procedure, the physician noted that the proximal end of the 5f diagnostic catheter was sharp and stiff. It appeared to the physician that the soft white tip of the diagnostic catheter was missing. No pt consequences were reported.

Manufacturer narrative:
The device has not been returned for analysis as of this date.